Event description:
It was reported that 17 years after implantation of an intraocular lens (iol) in the patient¿s left eye (os) the lens became dislocated. The lens was explanted and not replaced leaving the patient aphakic. A posterior vitrectomy was performed by a retina specialist at that time and one suture was placed. Additional information about this event has been requested but not yet received.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.